Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter (B)(4).

Event description:
(B)(6) 2015 ispr (sdy, hcp): information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine (20 mg/ml at 2.747 mg/day) via an implantable infusion pump. The patient's relevant medical history was not provided at the time of this report. It was reported the patient had an inflammatory reaction in the pump pocket. The patient was examined on (B)(6) 2015. The pump site was sore per the patient. The pump site was swollen and discolored. To palpation, the pump site was warm and hard. The patient was examined again on (B)(6) 2015. Edema, tenderness, streaking and oozing were noted at the pump site. It was noted there was a pump pocket seroma. The severity of the event was noted as mild. On (B)(6) 2015 a device surgical revision occurred in which they dissected out the inflammatory reaction and revised the pump pocket. A surgical observation was made and found a very thick ring of inflammatory reaction above the pump itself, roughly 4-5 cm in thickness. The inflammatory reaction was found about 1 cm thick below the pump. Prophylactic IV antibiotics were administered on (B)(6) 2015. The event resolved without sequela (B)(6) 2015. The event was noted as possibly related to the device or therapy and not related to the implant procedure. If additional information is received, a follow-up report will be sent.

Event description:
(B)(6) 2015, additional information was received from a physician via ispr (implantable systems performance registry) indicated there was a possible pump pocket infection. If additional information is received, a follow-up report will be sent.